Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 447 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer did not mention any symptoms of their blood glucose levels. The customer stated that they were trying to figure out how to calibrate the device. The customer did not troubleshoot and did not send the product back for analysis.